Event description:
During a procedure with the tenex system, the microtip needle separated from the rest of the hand piece. This occurred twice in the same procedure. The procedure was completed with another hand piece. There were no patient complications.